Event description:
The user provided an example of an erroneous magnesium initial result of 6.08 mg/dl with a repeat of 2.75 mg/dl. The sample was a proficiency sample run after a service visit. No erroneous results were reported. The field service rep determined the st1 sample probe was not washing correctly. He replaced the missing tube stopper on the st1 wash station, cleaned the wash station, replaced the air dryer and retipped the syringes. To verify the analyzer performance, he ran qc.

Manufacturer narrative:
No further issues were reported by the customer since the service were reported by the customer since the service actions, including decontamination, were carried out. No patients adversely affected.

Event description:
The user provided an example of an erroneous magnesium initial result of 6.08 mg per dl with a repeat of 2.75 mg per dl. The sample was a proficiency sample ran after a service visit. No erroneous results were reported. The field service representative determined the st1 sample probe was not washing correctly. He replaced the missing tube stopper on the st1 wash station, cleaned the wash station, replaced the air dryer and retipped syringes. To verify the analyzer performance, he ran qc.